Event description:
Reporter called to report a malfunction with her wegovy injector. When she tried to push down to administer, it would not release until she pulled the pen out causing a incomplete injection. Reporter stated she will contact manufacturer to get a replacement. Lot number provided rs6mx71.